Event description:
It was reported that high, out of range, high voltage lead impedance was observed. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
(B)(4).